Event description:
A volume discrepancy was reported: actual residual volume (arv) was 36, expected residual volume (erv) was 4. This was the first refill following implant/replacement/revision. Nuclear dye test was done and it revealed that the drug was not making it to the intrathecal space. There were no issues indicated the pump logs. A revision was scheduled. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk. Catheter: model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk. Catheter: model: 8590-9, lot # n284566, implanted on: unk, explanted on: unk.

Event description:
It was later reported that a catheter replacement was done.

Event description:
It was later reported that the patient¿s catheter kinked and absolutely no drug was leaving the pump. The reporter wondered if this could have been a contributing factor to the overinfusion. See manufacturer report # 3004209178-2013-15553 for information regarding overinfusion.

Event description:
Additional information received reported that there was no allegation against the pump. The reporter stated the volume discrepancy was an early issue when no drug was leaving the pump due to a kinked catheter.

Manufacturer narrative:
(B)(4).